Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user announced a ¿less lunch¿ despite eating their usual meal, which led to elevated bg followed by a drop to 68 mg/dl. The user treated without a fingerstick and may have overtreated, resulting in a rise to 332 mg/dl that remained elevated for approximately 5 hours. Symptoms reported included shakiness, mind racing, and sweating. No external assistance or medical intervention occurred.